Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported when using the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip, the device experienced failure of the product to contain medication via a crack in the syringe. The following information was provided by the initial reporter. The customer stated:   as per account, there was a large crack on the side of the syringe which caused the lidocaine to spray out the side.

Event description:
It was reported when using the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip, the device experienced failure of the product to contain medication via a crack in the syringe. The following information was provided by the initial reporter. The customer stated:   as per account, there was a large crack on the side of the syringe which caused the lidocaine to spray out the side.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip, the device experienced failure of the product to contain medication via a crack in the syringe. The following information was provided by the initial reporter. The customer stated:   as per account, there was a large crack on the side of the syringe which caused the lidocaine to spray out the side.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.